Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field- h6- component codes. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The main system batteries would not pop out when the release was moved. The fse cleaned out the battery connections, battery surfaces, and the battery bays. The batteries were then able to move in/out as designed. The fse also found that the fiber optic door would not hinge closed when it was opened. There was no spring return, and it could freely spin in any direction. The fse replaced the upper panel assembly. The fse completed a full preventive maintenance (pm). All tests passed to factory specifications. The iabp was returned to the customer and released for clinical use.

Event description:
Na.

Manufacturer narrative:
Initial reporter full name: (B)(6) supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported that batteries of cardiosave intra-aortic balloon pump (iabp) are not popping out, also found that the fiber optic door would not hinge closed when it was opened, there is no spring return and it can spin freely in any direction. There was no patient involvement.